Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms. Blood glucose level ranged between 333-400 mg/dl. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. The customer's healthcare provider alleged that the issue was due to an unspecified pump issue. The customer reverted to manual injections for insulin therapy.